Manufacturer narrative:
The customer used an abl 90 flex de mori system for the competitor blood gas analyzer. The affected patient has apnea with desaturation. The patient's hematocrit is 75.6 %. The patient has no triglycerides or galactose abnormalities. The concomitant medical products have been updated.

Event description:
The initial reporter alleged they received questionable glucose results for one patient tested with an accu-chek inform ii meter in comparison to results obtained on a competitor blood gas analyzer. At 5:03 a.m., the glucose value obtained on the blood gas analyzer was 11 mg/dl and the value measured on the meter was 66 mg/dl. At 5:14 a.m., the glucose value obtained on the blood gas analyzer was 14 mg/dl and the value measured on the meter was 62 mg/dl. The customer then proceeded to use a new box of test strips with the same lot number. At 5:44 a.m., the glucose value obtained on the blood gas analyzer was 12 mg/dl and the value measured on the meter was 22 mg/dl. Between 5:44 a.m. And 6:38 a.m., the patient was given dextrose gel by oral application. At 06:38 a.m., the glucose value obtained on the blood gas analyzer was 32 mg/dl and the value measured on the meter was 49 mg/dl. The customer considered the comparisons performed at 5:44 a.m. And 6:38 a.m. To be acceptable and that the meter measurements were acceptable.

Manufacturer narrative:
The meter serial number is (B)(6). The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The medical device problem and type of investigation coding has been updated.